Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. During normal follow up the lv lead was found to no longer be capturing in any pacing vector. The physician brought the patient to the electrophysiology lab to revise the lead. During the lead revising procedure, the lv lead was found to have pulled back into the main coronary sinus. The physician repositioned the lead into a lateral vessel and the lead remains in use. No patient complications have been reported as a result of this event.